Event description:
Pt was in another room from her eclipse portable concentrator with 50 feet of oxygen tubing connecting her to it (within spec). A loud pop was heard and dark smoke billowed from the room where the eclipse concentrator was located. Fire ensued and property damage occurred, no injuries were reported to me. The fire was extinguished by the fire dept. It was told to me by fire coordinator that the ac/dc converter had melted.